Event description:
It was reported that during implant when re-tested, the r-wave had decreased. Repositioning did not solve the issue so lead was replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
UDI (di): (B)(4).